Event description:
It was reported during use that the cardiosave intra-aortic balloon pump (iabp) unit had pressure bar could not be zeroed and had no effect. No harm or injury to the patient was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, b3, d9, g3, g6, h2, h3, h6 (investigation findings, type of investigation, investigation conclusions), h11. Corrected field: h6 (medical device ¿ problem code). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the unit worked normally after restarting; no spare parts were replaced, no repairs were performed, and no on-site testing was conducted. Product passed all functional and safety tests per manufacturer specifications.

Event description:
N/a.